Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the battery compartment was cracked with moisture ingress. There is no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: evidence of short battery life was illustrated with 25 counts of voltage drop leading to ¿cs177¿ warning on (B)(6) 2017. The ez-prime steps were performed correctly. All currents reading were within specifications. Investigators were unable to duplicate the ¿short battery life¿ complaint. Unrelated to the original complaint, the battery compartment was cracked from the threads down to the case seal on the side. No battery cap was returned; a test battery cap was used during investigation. Evidence of moisture corrosion was observed in the battery canister. The pump¿s cover was removed, no further moisture ingress or any intermittent condition was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.